Event description:
An arterial air alarm occurred at the end of a routine hemodialysis treatment, while preparing for rinseback. The operator inadvertently clamped the arterial line prior to stopping the pump. Rinseback was not performed, resulting in an estimated blood loss of 190 cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately. The reported event is attributed to the operator not following instructions per the user's guide. The user's guide provides adequate instructions for rinseback connections. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.